Event description:
It was reported that the insulin pump had a cracked display. The customer did not know the blood glucose reading. She was unsure how the damage had occurred. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump received with cracked case on display window corner, cracked reservoir tube, cracked lcd display window, cracked reservoir tube lip, minor scratches on display window and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.